Event description:
High frequency noise reported on the far-field, atrial, and ventricular channels simultaneously in a recording transmitted to home monitoring. The noise was not sensed on the rv channel. Emi was suspected and patient history to be evaluated for a source. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.